Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 scope error could not be determined, however, the issue was likely the result of water ingress due to user handling, resulting in electronic component failure. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿- do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus that there was a scope error code e216 while using the bronchovideoscope and that even after cleaning all the contacts with ethanol, the error persists and the image fails. The issue occurred during a procedure. There were no reports of patient harm.